Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv): arv: 11ml, erv: 3.6ml. A refill was done as of the date of this report and the fluid aspirated was yellow and thicker in color. Refill was done under fluoroscopy and healthcare provider (hcp) was sure they were accessing the pump reservoir. Aspirated fluid/drug was sent to lab for analysis. Patient had complained of increased spasticity at the last few refills and with each refill the dose had been increased. Drugs delivered were hydromorphone 4mg/ml and baclofen (compounded) 500 mcg/ ml at a daily dose of 1.28mg/day and 160.91 mcg/day respectively. It was believed that the physician "likely withdrew the drug from the pump and then withdrew fluid from the pocket without being aware of it; that seems the only reasonable explanation for the additional volume". It was added that the patient was not experiencing withdrawal symptoms; and was fine. The next refill was scheduled in 2 months.

Manufacturer narrative:
Catheter: model: 8709sc, lot# n170422008, implanted: 2009 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).